Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission the pulse generator was noted to exhibited noise. The noise was reproducible in clinic with isometrics. No intervention was reported. The patient did not experience any symptoms.